Manufacturer narrative:
The reported ineffective stimulation was not confirmed. The ipg was returned without any visible anomalies or damage. It was responsive and communicated with lab utilities. It was running the therapy app and functional. It successfully bonded with a lab cp without any connectivity issues. The device was tested to manufacturing specifications using the ate and passed all tests. The ipg functioned as intended.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-32087. Related manufacturer reference number: 1627487-2020-32089. Related manufacturer reference number: 1627487-2020-32090. Related manufacturer reference number: 1627487-2020-32091. It was reported that the patient was experiencing ineffective therapy. As a result, the patient underwent a system explant. The patient's ipg and one lead were explanted, while the other three leads remained implanted due to issues explanted them (related manufacturer reference number: 1627487-2020-32085).